Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter was reading inaccurately high compared to her feeling/ normal result(s). The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(6) 2011 and obtained the following information: the patient tests six times a day and manages her diabetes with novolog (sliding scale, based on her reading and food intake) and 35 units of lantus in the evening. The patient indicated she does not have a typical blood glucose range and specified her blood glucose tends to vary. The patient indicated she does not experience any symptoms when her blood glucose is high (in the 400's) or when it is low (in the 30's). The patient alleged that the issue began on (B)(6) 2011 at 11:45am. The patient indicated she obtained a blood glucose result of "464mg/dl" with the subject meter and administered approximately 14 units of novolog in response to the result. Several times throughout the day (time not known) the patient indicated she tested with the subject meter, continued to get readings in the "400's", and continued to administer insulin based on the reading. At approximately 4pm that afternoon, the patient indicated her grandmother found her unresponsive while sitting at the kitchen counter; the patient's grandmother immediately contacted the emergency medical service (ems). At an unknown time later, the patient indicated she obtained a reading of "26mg/dl" with the ems's meter, was administered a dextrose shot (by the health care professional (hcp)) as treatment, and was transported to the emergency room (ER). During her time in the ER, the patient stated she obtained a reading of "144 mg/dl" with the ER meter and "hi" with the subject meter, performed within a minute of each other using the same sample site. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. Other than receiving her meals and insulin, the patient denied receiving any additional medical intervention during her time in the hospital. The patient was allegedly hospitalized overnight for observation and was released the following afternoon. At the time of troubleshooting, the customer service representative (csr) noted that the subject meter was set to the correct unit of measurement (mg/dl). Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurate high readings on the subject meter, administered treatment based on the results she obtained on the subject meter, and was later reportedly treated by an hcp for sever hypoglycemia after the alleged issue began.

Manufacturer narrative:
(B)(4). Device evaluation the test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2011 with the following findings: the test strips have passed testing with no faults found, the complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
((B)(6) 2011): the meter involved with this complaint has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k053529.